Event description:
It was reported that right revision knee arthroplasty was performed in 1999. Revision performed in 2001, replacing polyethylene tibial bearing component. Wear noted on articular surface of bearing intraoperatively.